Manufacturer narrative:
Per good faith effort (gfe) response received 29oct2025, the customer declined service and repair. No further information was provided. The customer declined service and repair. No further information provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that there was low tidal volume. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was low tidal volume. Device evaluation and repair are pending, and this investigation is ongoing.